Manufacturer narrative:
On 12-sep-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Skin of lip gets stuck between [lip injury]. Head of brush head broke off / head is completely loose and releases from the stem [device breakage]. There was room between the brush [device physical property issue]. Product counterfeit. Case description: consumer called and stated that the head of the brush head broke off; the head was completely loose and released from the stem. He/she noticed there was room between the brush. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Skin of lip gets stuck between [lip injury]. Head of brush head broke off / head is completely loose and releases from the stem [device breakage]. There was room between the brush [device physical property issue]. Consumer called and stated that the head of the brush head broke off; the head was completely loose and released from the stem. He/she noticed there was room between the brush. No serious injury was reported.